Event description:
It was reported that the neurologist's vns programming handheld was having difficulty interrogating due to a loose serial cable connection. It was reported that the cable appeared damaged. No patients were affected. The handheld serial cable has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned programming handheld serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.